Event description:
It was reported that during an implant procedure when the left ventricular (lv) lead was connected to the device there was a sudden increase in impedance and threshold. It was noted the lead exhibited high impedance, high thresholds, and no capture. The lead was removed from the header and reinserted three times but the issue persisted. The lead was programmed to an inactive status and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.